Event description:
It was reported that the customer received an occlusion alarm and that the insulin appeared to be gelled at the luer lock. The customer's blood glucose level was 200 mg/dl. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion. The customer has used the cartridge and infusion set for 4 days.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.